Manufacturer narrative:
The reported blood loss is attributed to clotting of the extracorporeal blood circuit. The exact cause of the alarm cannot be determined. The user's guide includes probable causes and troubleshooting steps to resolve alarms. Occasional arms during hemodialysis treatments are expected and should not result in blood loss if device labeling instructions are followed. A direct correlation between nxstage system one and the reported blood loss cannot be established. Facility staff has been notified. Nxstage medical considers this report closed. No additional information will be provided.

Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. A venous pressure high alarm occurred during a routine hemodialysis treatment, which could not be resolved by the operator. Rinseback was not performed due to clotting of the circuit, resulting in an estimated blood loss of 190cc. No medical intervention was reported.